Event description:
The pt was unable to adjust stimulation. The programmer displayed the 'call your doctor?' Icon and a power on reset message. The pt called technical services. The pt was helped to clear the power on reset. This resolved the issue. The cause of the power on reset was not reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).